Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an episode of high blood glucose (bg) levels that rose to 960 mg/dl, while the controller was reading up to 400 mg/dl. The patient stated that they felt like they were about to pass out, so emergency medical services were called, and the patient was taken to the hospital. The patient was hospitalized on (B)(6) 2026, at an intensive care unit (ICU) with hyperglycemia and low oxygen levels. Symptoms reported include back and side pain, feeling dizzy almost to the point of vomiting. The patient was treated with sodium in pill form and intravenous (IV) treatment to lower their glucose levels. The patient was hospitalized for 3 days and was released on (B)(6) 2026.